Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance (greater than 3,000 ohms), failure to capture, and noise during an implant procedure. The physician reported a small slit on the outer insulation of the lead. A new rv lead was implanted. Besides surgical intervention, no adverse patient effects were reported. The explanted rv is expected to be returned for analysis.